Event description:
A patient underwent generator replacement surgery as their battery was at end of life. In product analysis, it was identified that their explanted generator had leaky q9 and q10 components. This could have potentially contributed to the battery depletion. Analysis of the device determined that the end-of service condition was an expected event based battery longevity calculation. The leaky components may have additionally contributed to the event.